Manufacturer narrative:
Updated fields - b4, d8, d9, e1( initial reporter, event site name), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(health effect ¿ clinical, type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields - b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found saline was spilled on machine, entered the fiber optic module. Fse replaced fiber optic assembly. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had EKG not triggering that patient was not coding. There was patient involvement however, no adverse event reported.

Event description:
It was reported that during use EKG was not triggering signal from patient.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).